Event description:
The customer reported a high voltage arc and a loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The f1 f2 and ac/dc converter were evaluated and replaced. The system was tested and found to be working as intended and returned to service.